Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's insulin gauge had remained static since the day before. The customer could not recall the amount of insulin that was loaded into the pump or the amount of insulin that had been delivered. The pump currently was static at 155 units. Tandem customer technical support (cts) informed the customer how the pump insulin gauge works. The customer understood the information cts provided and declined to reload the cartridge. Reportedly, the customer was to monitor the insulin gauge as it began to count down. The customer's blood glucose (bg) level was 270 mg/dl and a bolus via the pump was delivered to address the bg level.